Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the critical care unit recovering from surgery unrelated to the heart or device. Upon interrogation, it was noted that auto capture trends showed high output trends and pauses where pacing should have occurred were seen possibly due to oversensing or loss of capture. Auto capture was turned off and capture thresholds were low with no r waves. Programming changes were made and no further issues were observed on telemetry. The patient was asymptomatic with no consequences.